Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the loss of therapy/device to quit was that the patient had to turn it off due to foot surgery to remove damaged nerves. The surgery was 3+ months prior. The patient experienced pain from turning the device off. The patient was waiting to be seen by a manufacturer representative. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had a loss of stimulation and a loss of therapy. The device "just quit" on the patient in (B)(6) 2015. The patient wanted to have their device checked by a manufacturer representative. The patient was indicated for spinal pain and other chronic intractable pain of the trunk and limbs. No causes, symptoms, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.